Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was undersensing p-waves, and there was inappropriate automatic mode switch caused by atrial lead noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.